Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 550 mg/dl. Customer current blood glucose was 550 mg/dl. Customer was treated with manual injection or insulin pen. Customer stated symptoms related to high blood glucose that was unconsciousness. Customer was not using auto mode feature at the time of event.. The insulin pump will not be returned for the analysis.